Event description:
Per salesrep who was notified by the facility, that during a feto balloon removal, one of the teeth of the feto grasper broke off inside the fetus. A detailed search with a fetoscope could not locate the piece and it was assumed flushed out of the fetus during the procedure. A follow up is planned once the baby is born to see if tooth remains inside.

Manufacturer narrative:
Product has not been returned; therefore, product has not been evaluated.

Manufacturer narrative:
Product has been received by MFR. Tension rod broken causing jaws to become inoperable. Shaft is also deformed but not the cause of the tension rod being broken. The product manufactured date is may of 2019. The product is a class 1 and according to the manufacture there is no IFU. The findings were mechanical overload due to excessive force, based on the customer's complaint description. The joints of the jaw are completely deformed and are broken off based on the report of the MFR. The obvious cause, based on the customer's description and investigation, is mechanical overload due to excessive force. Due to the high force, the joint retainers were sheared off the joint pin. No corrective actions necessary as there is no critical and/or systematic deviation found during investigation the current issue did not trigger the CAPA as per q3.3.0001 corrective and preventive action.